Event description:
Consumer called to report testing back to black with her daughter's meter and getting different results. Analysis run on consensus error grid using mean reading (303) as reference point vs. Bd reading (42,417,451) yielded data points in the d zone of the grid, outside of acceptable limits.